Event description:
Caller reported a malfunction, identified by code 199, in the tandem source; it was determined to be an issue with the pump, specifically malf 12, which was resettable. There was no adverse impact on the customer's blood glucose level. The customer has experienced this issue at least three times with the current pump model. Technical support decided to replace the pump, confirmed the shipping address, and provided instructions for putting the pump into storage mode before returning it. The customer, whose pump was still under warranty, will continue using the current pump until the replacement arrives and understood the procedure to return the problematic pump within ten days.